Event description:
It was reported by service report that the frame is broken on seat where backrest attaches. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.